Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited oversensing of the atrial pace leading to an inhibition of ventricular pacing. The patient is reportedly pacemaker-dependent.